Event description:
Three years after having a cypher stent placed in the proximal left anterior descending artery (lad) the pt returned to the hospital with chest pain. A coronary angiogram revealed thrombus in the previously placed cypher stent. The pt is a male with a history of abnormal lipid metabolism. The target lesion was de novo, concentric, and ostial with a thrombotic total occlusion. Aha/acc classification of the vessel was type b2. The vessel length was 20mm, and the vessel diameter was 3.5mm. In 2005, the pt underwent elective cypher (3.5/22mm) stent placement. It was a direct stenting in which the stent delivery system (sds) was inflated several times at 22 atmospheres (atms) for a total of 60 seconds. Post-dilation was conducted with a balloon (3.75/15mm) at 24 atm for 3 seconds. Ivus was conducted. The residual % of stenosis was 0. Timi flow before the procedure was 0, and 3 after the procedure. Act was measured and it was 301 seconds. Approx three years later the pt returned to the hospital with chest pain. A coronary angiogram was conducted, and the thrombus was observed inside the previously implanted cypher in the proximal lad. To treat the thrombus, aspiration was performed, and intracoronary infusion of a thrombolytic agent (alteplase: 6 million u) was conducted, however it was not effective. Ivus was performed, and the physician found the vessel diameter where the cypher was implanted had increased up to 6.0mm due to positive remodeling. The implanted stent was also found to be under-dilated. Poba was completed with a 4.0mm balloon and timi flow recovered from 1 to 3 following the procedure. Physician's comment: the possible cause of the thrombotic event was the positive remodeling and under-dilation of the stent. The definite cause of the positive remodeling was unk however it could possibly be caused by allergy to coating materials used for stent or the pt's constitution.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it was similar to the cypher coronary sds/stents distributed in the united states.